Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's site irritation. No lot release records were reviewed as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat." Omnipod insulin management system ¿ user guide model: ust400; 14421-aw rev h / 2016; using the pod 5; page 44.

Event description:
The patient's father reported son's pod site was itchy and had bloody patches. Creams being used to treat irritation include bacitracin, aspirin and prescription mupirocin antibiotic cream.